Event description:
Reporter is calling on behalf of her mother who was involved in the incident. The pt. Presented to the physician for laser extraction of a lt cataract. At that time, the physician advised the pt. That since she had bilateral cataracts they would treat both eyes on this visit. Both eyes were treated using the laser. The vision slightly improved in the lt eye, but the rt eye was blinded. The pt. Made numerous visits to the physician to seek help with this problem. The pt. Was never informed of her condition, but simply told there was nothing that could be done concerning her rt eye. The change in her vision has resulted in a change of liefestyle including the loss of driving privileges. The pt sought advice from another practitioner who informed her that a "chunk" of her retina was missing. The retinal damage is what has caused the blindness. He informed her that no treatment was available.